Event description:
Procedure type: hand assist laparoscopic sigmoid colectomy. According to the reporter, the stapler was fired and then leak tested with saline and air. Reportedly, the anastomosis leaked, there were air bubbles, so dr had to over-sew the anastomosis. After hand sewing, he tested the anastomosis and it seemed to be okay. Two weeks later, the patient called with complaints of illness and fever, and the doctor became concerned about the anastomosis; however, everything seemed to check out okay. It wasn't until 4 weeks post-op (approximately may 15) that the patient had to be brought back because the anastomosis had leaked. Reportedly, when dr re-operated on the patient he saw that the entire posterior side of the anastomosis was gone. Dr re-operated, and the patient reportedly appears to be doing fine.